Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the device was found to be in backup vvi mode while in the box. The device was not implanted and will be returned for analysis.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory via review of device image. The reset was reproduced during temperature chamber testing. The cause of the reset was determined to be exposure to cold temperatures. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.